Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/23/2019. The manufacturer¿s service technician confirmed the reported keypad issue. The manufacturer¿s service technician observed the keypad harness was unplugged. The technician reseated the harness to address the reported problem. No parts were replaced to address this issue. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
Device will not enter service mode. There was no patient involvement.